Event description:
The account alleges the bed is flat and the head section will not raise. No injury reported.

Manufacturer narrative:
The account checked the head up and down valve and also the cardio pulmonary resuscitation valve. The account replaced the cardio pulmonary resuscitation valve to resolve the issue.